Manufacturer narrative:
Block e1: initial reporter facility name (B)(6) hospital. Block h6: device code a0414 captures the reportable event of stent torn material inside the patient.

Event description:
It was reported that a polaris loop ureteral stent was used in a laser lithotripsy in the left ureter. During the procedure, it was noticed that the fishtail coil was fractured. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0414 captures the reportable event of stent torn material inside the patient. Block h11: investigation analysis: upon receipt at our quality assurance laboratory, this polaris loop ureteral stent underwent a thorough analysis. Visual analysis of the returned device identified that both loops were detached in one section. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that the issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent could get detached/separated during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a polaris loop ureteral stent was used in a laser lithotripsy in the left ureter. During the procedure, it was noticed that the fishtail coil was fractured. The procedure was completed with another of the same device and there were no patient complications reported.